Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# k10211025 0285) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 10 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the black cable of the fenestrated bipolar forceps was damaged at the joint. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation did not exhibit thermal damage. The insulation was lifted with no pieces missing. The conductor wire was slightly exposed, but no wires were physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system where it released energy. The grips opened and closed properly. The instrument moved intuitively in all directions. The root cause of damaged conductor wire insulation is attributed to a component failure.